Manufacturer narrative:
It was reported that the a3 cup trial had its hook detached from the rest of the jig. This issue was discovered upon opening the jig's pouch before the surgery. The surgeon marked the location where the hook was originally attached with a skin marker in order to properly place it in the patient. There was no change in the patient outcome and the surgery was completed successfully. This issue resulted in a 4 minute delay to the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the a3 cup trial had its hook detached from the rest of the jig. This issue was discovered upon opening the jig's pouch before the surgery. The surgeon marked the location where the hook was originally attached with a skin marker in order to properly place it in the patient. There was no change in the patient outcome and the surgery was completed successfully. This issue resulted in a 4 minute delay to the procedure.